Manufacturer narrative:
Concomitant medical products: product ID: 3093, lot# v008795, implanted: (B)(6) 2006, explanted: (B)(6) 2016, product type: lead. Product ID: 3023, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2016, product type: implantable neurostimulator. This event was also previously reported under manufacturer report #3004209178-2016-04036, and this regulatory report is for ¿new¿ ins used during the scheduled replacement. This event was also previously reported under manufacturer report #3004209178-2016-03399, and any additional information received regarding this ins will be reported under this manufacturer report. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
The healthcare provider (hcp) via the manufacturer representative (rep) reported that during a replacement of an old implantable neurostimulator (ins) due to normal battery depletion, when the extension was removed from the lead there was a separation of the plastic sheath. The lead was inserted into this new ins and responses of bellows and toe were confirmed. They couldn't insert in to the new ins fully. They could not insert the lead to see the white tip and the end of the hub. The proximal end stripped when advancing into the new ins. Upon removing the lead to reinsert it, it started to fall apart. Upon pulling from the lead insertion site, the lead stripped and remained in the patient. The distal end of the lead stripped when pulling in slow motion from the lead insertion site. All proximal electrodes fell apart in the pocket and were removed from the patient. One electrode was lodge in the new ins, which meant they couldn't use it. They could not insert a new lead into the ins due to the electrode from the old lead being stuck in the hub. A scheduled replacement was noted to have been what led to the event or how the issue was identified. The hcp had tried to remove the lead in the recommended fashion without success. The hcp had a "defective" ins to return. The issue was resolved at the time of this report. The patient was alive with no injury, and recovered without sequela. It was noted that they could not get any reading on the old ins at the time of replacement due to the battery 100% depleted. Relevant medical history included urinary dysfunction. No further follow-up was required.

Manufacturer narrative:
Analysis of the implantable nuerostimulator ((B)(4)) revealed no anomaly. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.